Manufacturer narrative:
Tech found that pt in medsurg room can place nurse call but response was not heard in expected location. Cause: communication cable was not connected to system. Reconnected p379 cable and checked functions to resolve this issue.

Event description:
Pt can place nurse call - response not heard in expected location. No injury alleged by account.